Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on at total gastrectomy, during preparation, the handle was unable to power on when removed from the charging bay. The user tried to troubleshoot by following the guidelines but the device still did not power on. A new powered handle and the same charger was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the incident is that the cfet and cuv permanent failure flags occurred sometime after the cd permanent failure occurred. It could not be determined whether the cd permanent failure flag triggered the cfet and cuv permanent failure flags as the handle was unable to recover from the cd state.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed the gas gauge file for the battery was evaluated and the capacity deterioration (cd) permanent failure status was tripped. It was reported that the signia handle does not initialize. The reported issue was confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. The most likely cause for the additional condition is traced to a component failure. Another unreported condition was identified: the handle display was burnt into the screen. The product analysis noted evidence that the device was not used as intended. The root cause of the screen having a burnt in section on its display is due to the display showing the same image on the display for a prolonged period of time. The handle is programmed to turn off the display when not in use. However, when components are connected to the handle, the amount of time it takes the screen to shut off is extended. Another unreported condition was identified: the battery board components were evaluated and the c26 capacitor was found to be shorted. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially c ontributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.